Event description:
It was observed through radiographic evaluation that a possible fracture was identified in the patient's primary patella.

Manufacturer narrative:
The patient has not yet been revised. This investigation will continue upon the surgery.